Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed when the plunger was pushed in and pulled out after slight twisting of the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. A prostyle cuff miss [suture retrieval issue] was noticed when the plunger was pushed in and pulled out after slight twisting of the device. It should be noted that the electronic prostyle instructions for use, states: prior to depressing the plunger to advance the needles, stabilize the device by the body to ensure the foot is apposed to the vessel wall and the device does not twist during deployment. Twisting (torquing) the device could lead to needle deflection resulting in a cuff miss. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions